Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the mesher plate jammed in the center, causing the graft to not slide or pass well into the mesher. The ratchet was also broken. There was no report of harm to a patient or surgical delay as there was no patient involvement. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This report is being submitted to relay additional information. The following fields have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11, corrected: d5. Review of the most recent repair record identified the following related repair: tech confirmed that the unit's bottom roll and gear were damaged and replaced them. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information.